Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the esc button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm and the buttons were unresponsive. Customer's blood glucose level was unknown. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.